Event description:
It was reported that there was a lot of noise on the cardiac monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Analysis of the performance data collected from the device revealed interference/noise and lifetime noise counter reads 51811546.

Event description:
It was reported that there was a lot of noise on the cardiac monitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.